Event description:
It was reported that the user experienced prolonged hypoglycemia with a lowest cgm reading of 53 mg/dl while using the ilet with an fsl3+ continuous glucose monitor (cgm) after repeatedly entering multiple meal announcements in close succession, which led to inappropriate insulin dosing; dosing reportedly stopped when cgm issues arose, the user consumed soda, and the sensor subsequently entered warmup. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included the need for oral carbohydrate treatment and additional user education and troubleshooting, with no hospitalization. Investigation included review of use patterns and coaching on correct meal announcements. Investigation of this case revealed user-related dosing behavior inconsistent with instructions for use, specifically excessive meal announcements used as correction while eating, with contributing cgm availability issues during sensor warmup. It was concluded, based on previously established findings for similar reports, that the cause was user error related to improper meal entry and reliance on cgm during a non-operational period.

Manufacturer narrative:
Initial.